Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 1.5, lab-inr: 3.7. Customer wanted new/replacement meter. New meter sent.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.5, ref: 3.7, mean: 2.60, confidence-limits: 1.7-3.8. Summary: end-user reported accuracy discrepant test result. Meter inratio-I, (B)(4) was returned. No info provided on timing between lab test and inratio test. Pt info was not known. Reported inr value was outside of the lower confidence limit in mean calculation. In-house test was performed (retain strips and returned meter). Test result passed accuracy criteria. Functional test was performed. All testing criteria passed. Product deficiency was not found in returned products. There is no sufficient info to determine the root cause of end-user's discrepancy. Further testing is not required at this time. No corrective action is required as no product deficiency was established. (B)(4).